Event description:
It was reported that the display board needed to be replaced because it was "broken", which was further described as having a dim segment. There was no patient involvement.

Manufacturer narrative:
The reported issue that the display board needed to be replaced because it had a dim segment could not be confirmed. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. The alaris pump module is typically used for treatment. The file may be closed based on the above facts. A review of the device history record showed the device had a manufacture date of 01aug2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 track wise which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Manufacturer narrative:
The reported issue that the display board needed to be replaced because it had a dim segment could not be confirmed. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. The alaris pump module is typically used for treatment. The file may be closed based on the above facts. A review of the device history record showed the device had a manufacture date of 01aug2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 track wise which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement. Device was not returned to manufacturing facility.

Event description:
It was reported that the display board needed to be replaced because it was "broken", which was further described as having a dim segment. There was no patient involvement.